Event description:
It was reported that the right atrial lead exhibited high capture thresholds and the right ventricular lead exhibited oversensing. The leads were successfully capped and replaced. No patient symptoms were reported.